Event description:
A nurse called , she was helping a patient whose meter was not working. She stated sometimes it would show a low number like 22 and then hi. The patient did not feel low at all. Customer service had the nurse power on the meter and discovered the meter was set in mmol/l. Customer service assisted the nurse in resetting the meter to mg/dl. The patient did not adjust any medication based on the readings. Custimer service was also sending a check strip and control solution.